Event description:
The customer was working with the cell-dyn sapphire when she disconnected a line and was splashed in the eye. The employee did not have personal protective equipment on at the time of the incident. The customer flushed her eye and then sought medical treatment. The employee has seen an ophthalmologist twice. This is considered an adverse event as the employee is still having pain in her eye. There was no additional patient information provided.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a review of complaints, a review of service history, and a review of labeling. Per the complaint text, on (B)(6) 2014, rbc qc was observed out of range on multiple levels. The customer was trying to troubleshoot on her own and disconnected tubing when she was splashed in the eye. The customer stated she was not wearing any personal protective equipment (ppe) at the time of the splash, but did flush her eye with eyewash. Abbott recommended that the customer flush her eye out thoroughly and seek medical assistance. Per labeling, customers are directed to wear gloves, lab coat, and protective eyewear, and are instructed to have the instrument disabled for service so that depressurization occurs before rinsing takes place, otherwise, due to pressure, fluid may squirt out of tubing. It was later communicated that the customer did not put the instrument into a disabled state before troubleshooting. By not ensuring that all pressure and vacuum had been dumped, fluid squirted out of the tubing when the customer disconnected it. A review of complaints found no similar incidents. A review of service history for cell dyn sapphire, serial number (B)(4), identified no similar issues. Based on the results of this investigation, there is no indication of a malfunction or deficiency of the cell-dyn sapphire instrument.